Event description:
Subsequent to the initial medwatch filing, additional information was received that the trek balloon used was a 2.5 x 12 mm.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned trek balloon catheter found that blood on the shaft and blood/contrast in the inflation lumen and in the balloon which is consistent with device preparation, use of the catheter and a leak or rupture inside the patient anatomy. The hypotube was separated distal to the strain relief tubing confirming the reported separation. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. The damaged shaft appears to be related to the difficulty advancing the catheter and there is no indication of a product quality deficiency. It was reported that the balloon was not inflated; however, the returned device indicated that the balloon was loosely folded which is an indication that the balloon was pressurized. The account was contacted regarding the discrepancy and responded with the statement that it is unknown how the balloon could have been loosely folded. It is possible that positive pressure was inadvertently applied during device preparation resulting in the loosely folded balloon; however, this could not be confirmed and the balloon profile was measured and met specification; therefore, it unlikely could have contributed to the difficulty. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending artery. The 2.0 x 12 mm trek balloon was inserted; however, the resistance was met with the vessel and the mid shaft bent, kinked and separated inside the guiding catheter. The separated portion was easily removed with no intervention. A new device was used to complete the procedure. There were no adverse patient effects. No additional information was provided.